Manufacturer narrative:
Estimated date of event. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt when advancing the thumb advancer to split the sheath. It appeared the ¿clip carrier¿ was not aligned with the introducer sheath and the sheath was not split completely. When attempting to deploy the clip, the clip of the starclose se device would not release and remained in the device. Resistance met when attempting to remove the device from the patient anatomy. The access ports were used to assist in device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.